Event description:
This procedure was to extract two (2) cardiac leads from the rv, (mdt 6947 and stm 7120 cut/capped lead) from a 42 yo female due to sepsis. After the leads were prepped with spectranetics lead locking devices, the physician began with a spectranetics 14fr. Glidelight on the mdt lead and it was extracted in 19 seconds with no complications. The physician began removal of the sjm lead that had been previously cut/capped, stalled progression was encountered. The md up-sized to a 16fr. Glidelight and was able to reach the distal portion of the svc coil when hemodynamic changes were noted. There was an injury at the innominate/svc junction. The injury was repaired and the patient survived the procedure. Due to the patients comorbidities, the physician elected not to proceed with removal of the sjm lead that was previously abandoned. The lead was cut/capped with the lld inside. Evaluation of this patient is ongoing. This report is being made against the 16fr. Glidelight as a potential mechanism of injury. Report against the lld in this case; 1721279-2016-00169.